Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery life is now 3 days down from 4-5 weeks. The customer stated that the battery indicator does not show less than 2 bars. The customer stated that there was an off no power alarm with the pump. The customer was advised that energizer (B)(6) batteries are the most effective for the pump's use. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.